Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternative method of insulin delivery. Customers blood glucose level was 297 mg/dl.